Event description:
Reportable malfunction: (cn 111656) on march 12, 1999 novo nordisk a/s rec'd a novopen 3 from germany with the following complaint: dosage adjustment and push button are defective. There was no indication of an adverse event. Result and conclusion of MFR's investigation - on march 31, 1999 novo nordisk a/s established that the collar on the piston rod nut was broken off when the device was tested for dose accuracy. The device was tested for dose accuracy. The device was t ested at different dose sizes of 2, 5, 10 and 20 iu (1 iu = 10 mg). Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction.